Event description:
Same case as MDR ID # 2134265-2013-07327. It was reported that a burr became stuck in a lesion and a guide wire tip detachment occurred. The target lesion was located in the right coronary artery. A non-bsc guide wire and an 8fr jr4 guide catheter were placed in the patient. Pre-dilation was performed with several different balloons; however, they were not getting a good result as dog-boning of the balloons was noted. They then opted to perform rotational atherectomy and a 2.15mm rotalink plus and a rotawire floppy guide wire were selected for use. During the first pass of rotablation, the burr became stuck in the lesion and could not be removed. They tried several methods to remove the burr which were unsuccessful; including inflating a balloon behind it and using a non bsc guide catheter extension. Eventually they were able to pull the burr from the patient; however, the distal portion of the rotawire had detached inside the artery. The procedure was completed after deployment of two 4.0mm veriflex stents which both trapped the wire tip to the vessel wall and treated the original lesion. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device expiration date corrected from 05/31/2013 to 05/31/2015. Device evaluated by manufacturer: the rotablator plus unit was returned. It was noted that a partial guidewire was returned inserted in the rotablator plus unit and was protruding from the advancer. The guidewire was not protruding from the annulus of the burr. The distal section of the coil was stretched. The guidewire could not be removed from the plus device. The burr was microscopically examined. The annulus of the burr was found to be misshapen and damaged. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-07327. It was reported that a burr became stuck in a lesion and a guide wire tip detachment occurred. The target lesion was located in the right coronary artery. A non-bsc guide wire and an 8fr jr4 guide catheter were placed in the patient. Pre-dilation was performed with several different balloons; however, they were not getting a good result as dog-boning of the balloons was noted. They then opted to perform rotational atherectomy and a 2.15mm rotalink plus and a rotawire floppy guide wire were selected for use. During the first pass of rotablation, the burr became stuck in the lesion and could not be removed. They tried several methods to remove the burr which were unsuccessful; including inflating a balloon behind it and using a non bsc guide catheter extension. Eventually they were able to pull the burr from the patient; however, the distal portion of the rotawire had detached inside the artery. The procedure was completed after deployment of two 4.0mm veriflex stents which both trapped the wire tip to the vessel wall and treated the original lesion. No further patient complications were reported and the patient's status is fine.